Event description:
The mother of a dialysis home patient reported a system error 2240 alarm in the initial drain cycle of treatment on the homechoice device. The mother discovered that her son had unintentionally disconnected his transfer set from his catheter during sleep. The mother reported that the transfer set was changed, prophylactic antibiotics were administered and there was no pt injury.